Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been turning off completely. Customer stated that he would remove the battery cap and put it back in and it would work. However, customer states now the pump is just off. Troubleshooting was performed for the blank display. Customer inserted a new battery but the display did not return. Customer stated that he received another battery alarm. The call was dropped before troubleshooting was completed.